Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection and disconnection were reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection and disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown process step of peritoneal dialysis (pd) therapy. During troubleshooting it was determined that there was a loose connection and subsequent disconnection of the heater line of the hc cassette and the heater bag that led to the alarm. The hc alarmed 2240 and the device turned off. The patient informed their registered nurse. Renal therapy services reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.